Event description:
A patient reported an issue with a wake button that was sticking. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and follow-ups, and no additional action was required.